Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Reportedly, the customer kept having to fill insulin tube. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.